Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from (B)(6) complained about 12 rack trays, used on the cobas 8800, which broke in the last 4 weeks. The rack trays broke since the circlip (retaining ring) did not keep the handle attached to the rack anymore. When one of the rack trays broke, sample materials were spilled on the lab coat and personal clothes of the lab assistant and new samples had to be collected from patients. No harm was alleged by the operator or any of the patients needing a recollection.

Manufacturer narrative:
In-house investigation has demonstrated that cleaning solutions recommended in the user documentation do not affect the integrity of the retaining rings. Retaining rings from rack trays where a retaining ring got lost and from new unused rack trays were measured for hardness, and all were within specifications. Interaction between the rack tray and the sample supply module (ssm) was also evaluated in order to assess if the ssm could push out the retaining ring when loading the tray. The tests showed that if placed properly, the ssm is not touching the retaining ring. If the rack tray is handled carelessly, there is a possibility of the rack tray hitting the ssm at the retaining ring, which could in rare cases possibly push out the retaining ring. The root cause for the could not be identified. Roche recommends that customers handle the rack trays carefully, especially when loading the racks into the ssm, and to check all rack trays to ensure that all retaining rings are in place. Improvements to the rack tray design are currently being explored. Within the cobas 6800/8800 systems user assistance - safety section - it instructs the operator to wear personal protective equipment, including but not limited to eye protection, lab coat, and lab gloves. It also indicates, follow laboratory best practices and regularly change lab gloves to minimize the risk of infection and contamination (especially after contact with waste or sample material). Within the cobas 6800/8800 user guide, under the maintenance section, it indicates, be sure to wear appropriate personal protective equipment, including, but not limited to, eye protection with side shields, fluid-resistant lab coat, and approved lab gloves. Dispose of the materials according to local regulations. If sample or liquid waste comes into contact with your skin, immediately apply disinfectant, and then wash it off with soap and water. Consult a physician. In terms of impact on patients, the tray breakage and sample spillage could lead to sample loss and delayed results. However, it is unlikely that this would have any adverse consequences for patients. In many cases, either residual specimen will be available or a new specimen can be collected for repeat testing. In addition, clinicians will make presumptive medical decisions (regarding supportive care, treatment, and/or isolation) based on the patient¿s clinical picture and results from concurrent ancillary tests. For blood screening assays, alternative blood product units or other supportive measures may be available for patients who urgently require transfusion. In terms of impact on the user, because tray breakage and sample spillage are detectable events, it is unlikely that there will be adverse consequences related to slippage and fall. While there is a possibility that an unexpected and uncontrolled spill/splash could expose the user to infectious material, use of appropriate ppe according to standard laboratory procedure and as recommended in the instructions for use for all assays performed on the cobas 6800/8800 systems, including the sars-cov-2 assay, should minimize the risk of infection. In addition, with the availability of highly effective sars-cov-2 vaccines, which have been prioritized for healthcare workers like laboratory personnel, exposure to infectious material is very unlikely to lead to illness or disease from sars-cov-2. Therefore, for both those at greatest risk and the overall population, rack tray breakage is unlikely to result in reversible/transient or serious adverse health consequences. ------ (B)(4).